Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery alert noted during testing. No pump error 25 noted in device history files and power graph. No battery or power anomalies noted during testing or in power graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose was 181 mg/dl at the time of the incident. The customer reported the power loss alarm. The customer did not troubleshoot the issue. The customer was advised that the insulin pump will need to be returned and replaced.